Event description:
Facility reported blood leak alarm at the beginning of the treatment. Dialyzer tested positive with the test strip. Estimated blood loss to pt 200cc. This is a nonreuse facility. Sample not available for examination. On 4/22 spoke with rn to obtain information for medwatch. On 4/22 faxed information sheet to rn. On 4/24 left a voice mail for the rn. On 4/24 left a voice mail that information would be faxed on 4/28. On 4/29 left a voice mail for the rn. On 5/1 left another voice mail for the rn.